Event description:
It was reported that the pump touch screen was unresponsive. Additionally it was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.